Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in line) during dwell 3 of 5 on the home choice (hc). The home patient (hp) stated she woke up to the 2240 alarm and found to have a poor connection to a supply bag causing the 2240 alarm. The technical service representative (tsr) assisted the hp to clear the alarms so the hp could open the door to reset up again with new supplies. The tsr referred the hp to the on call nurse for further medical instructions. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, a device analysis could not be performed, nor could a cause be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. Upon completion of the investigation, or if additional relevant information becomes available, a follow up MDR will be submitted.